Event description:
Homemonitoring reported lead impedance above 2500 ohms. Fluro image showed rv lead dislodged. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this pacemaker and lead. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the eri battery status was activated on (B)(6), 2022 as a result of a device re-programming to parameters resulting in a higher current consumption. In particular, the ventricular pacing amplitude was within the last 2051 days for more than 50 percent already at 4.2v. This is the safety value that was automatically adapted via auto capture control. During follow-up on (B)(6), 2022 the rv pacing pulse width was increased from 0.4ms to 1.0ms resulting in the eri activation. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by re-programming. Furthermore, the data documented the detection of lead failures in the right ventricle on (B)(6), 2022 and (B)(6) 2022 in bipolar and unipolar lead configuration. Available trends showed a gradual increase of rv lead impedance and rv threshold. Available x-ray images indicated a retracted rv helix. Based on all data available for analysis, the root cause for these observations was not conclusively determinable. Should further relevant information or the devices become available this investigation will be updated.